Manufacturer narrative:
Follow-up #2; date of submission: (B)(4) 2014. Additional information from product analysis conducted on (B)(4) 2014: visual inspection revealed that the battery compartment was cracked below the grip pad; this device failure is unrelated to the reported display issue. Correction to (suspect medical device): correct serial #: (B)(4). Correction of product analysis date from 09/25/2014 to 10/28/2014. In addition, the following statement was incorrect: ¿the display was observed to be free of damage.¿ during product analysis, it was observed that the display lens was scratched; this device failure is not related to the reported display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Also, the reporter alleged that the display was scratched and that the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. The reported event was directly caused by an unidentified display failure. The display was observed to be free of damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.